Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2218-70; serial number: (B)(4); batch/lot number: a42897; model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and the lead revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant procedure due to inadequate stimulation. The patient was doing well postoperatively.